Event description:
Cook medical reported for the customer, "the physician reported having a small svc tear with a 13 evolution. The patient did fine with a rapid repair and did not require bypass." Information received on (B)(6) 2012: "the ICD lead device was severly scarred which in place, a 16 fr laser was used to cut away all that was holding the device in. However, the laser went to the supra vena cava and would not advance any further. The physician then used a 13 french lead extraction evolution mechanical dilator sheath which advanced passed the junction into the right atrium. The internal cardiac defibrillator dislodged and the patient's blood pressure dropped. The physician noticed central bleeding in the supra vena cava, the patient was bleeding out. The physician was able to repair the small hole and stop the bleeding. The patient did not experience any adverse affects due to this event." A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). "According to information supplied to trackwise, this product is not being returned for evaluation." "As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined."